Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: she had the need for additional surgery incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("heavy prolong bleeding/severe bleeding") in a 38-year-old female patient who had essure (batch no. 20227514/ 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cognitive disorder, gallbladder removal, liver resection and infarction nos in (B)(6) 2010. Concurrent conditions included fibromyalgia, chronic cystitis, chronic back pain, anxiety, major depression, gastroesophageal reflux disease, lumbosacral radiculopathy, dysthymic disorder, sexual assault victim, gallbladder disease since (B)(6) 2010, kidney stones since 2006, irregular menstruation, neoplasm, tinnitus, hyperlipidemia, hypercholesterolemia, hypertension, depressive disorder, cervical radiculopathy, head injury, pulmonary embolism since (B)(6) 2010, asthma, vitamin d deficiency and seasonal affective disorder. Concomitant products included escitalopram oxalate and simvastatin. In (B)(6) 2011, the patient was found to have weight increased ("weight gain/loss: weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 9 months 11 days after insertion of essure. In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), tenderness ("tenderness"), loss of libido ("no sexual activity"), menstruation irregular ("irregular periods"), bowel movement irregularity ("bowel movement with worse") and abdominal pain lower ("cramping"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the genital haemorrhage, migraine, headache, weight increased, back pain, tenderness, loss of libido, menstruation irregular and bowel movement irregularity outcome was unknown. The reporter considered abdominal pain lower, back pain, bowel movement irregularity, dyspareunia, genital haemorrhage, headache, loss of libido, menorrhagia, menstruation irregular, migraine, pelvic pain, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : reporter's information was updated. Historical drugs, concomitant condition,concomitant drug were added. Added event worse with bowel movement, heavy prolong bleeding, cramping (added from communications). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 38-year-old female patient who had essure (batch no. 20227514/ 50512917) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibromyalgia, chronic cystitis, chronic back pain, anxiety, major depression, gastroesophageal reflux disease, lumbosacral radiculopathy, dysthymic disorder, trauma, gallbladder disease since (B)(6) 2010, kidney stones since 2006 and irregular menstruation. In (B)(6) 2011, the patient experienced weight increased ("weight gain/loss: weight gain"). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 9 months 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced back pain ("back pain"), tenderness ("tenderness"), loss of libido ("no sexual activity") and menstruation irregular ("irregular periods"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and hysterectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dyspareunia had resolved and the migraine, headache, weight increased, back pain, tenderness, loss of libido and menstruation irregular outcome was unknown. The reporter considered back pain, dyspareunia, headache, loss of libido, menorrhagia, menstruation irregular, migraine, pelvic pain, tenderness, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had the need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Patient demographics added. Historical condition and concomitant disease was added. Added events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), migraines/headaches, weight gain/loss: weight gain, no sexual activity and irregular periods. Updated events and outcome. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.